Event description:
Axillo-femoral (ax-f) bypass surgery was performed with the advanta vxt slider, flair-end. This surgery was successful. On (B)(6) 2013, the patient visited the doctor and an aneurysm was found around anastomosed part of the axillary artery side. CT revealed the graft that was close to anastomosed part of the axillary artery side was torn transversely completely. On (B)(6) 2013 re-surgery was performed. The physician found that the tear part was not at just anastomosed part, but a little bit side of the graft. Pseudoaneurysm was excised and thrombus was removed. Also 3 cm of the graft was replaced to another advanta (model: 22924 / serial: (B)(4)).

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.